Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise episodes were noted on the atrial lead. No intervention was performed. The physician decided to monitor the patient only. No adverse consequences for the patient were reported.